Event description:
Device is not cooling properly, alarm 113 was shown on the display. The screen does not turn on.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not reproduced during evaluation. The error could not be reproduced with the customer over the phone, and the system did not have a heating problem. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Device is not cooling properly, alarm 113 was shown on the display. The screen does not turn on. Per sample evaluation results received via task on 03jun2025, it was reported that the customer reports error 113 (reduced water temperature control). Csv file shows that the heater was not working. The customer also reports that the gray hose was damaged.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be determined. The customer reported error 113. Upon reviewing the log file, sorevan technician conducted several remote checks by phone and was able to get the equipment working properly. However, on july 8th, the error reoccurred. The device was later received at the depot, but the reported issue could not be evaluated as the device would not power on. The power card needed for repair was not available, and the device will be scrapped. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that artcic sun device was not cooling properly, alarm 113 (reduced water temperature control) was shown on the display.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.